Event description:
It was reported that an unexpected reset occurred. Customer reloaded the cartridge and successfully resumed insulin delivery. Customer¿s blood glucose level was 100-200 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.